Event description:
The customer reported that during infusions of tpn d 8.5 at a rate of 2.4ml/hour, il at 0.1ml/hour and a carrier fluid of ns 0.45% at 0.2ml/hour, the smartsite¿ access valve closest to the patient remained engaged after removal of an IV piggy back. This caused the tpn to flow freely from the tubing set. The nurse capped the port with a dual cap to prevent fluid from leaking from the site. The patient required a full tubing change the next morning with a new line placed within 10 hours of the event occurring. Although there was no reported harm to the patient, a sepsis workup was in progress on 10/23/18 with blood cultures pending. It was later reported that the patient did not develop sepsis.

Manufacturer narrative:
Patient's weight was reported as 690 grams. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the smartsite¿ access valve closest to the patient remained engaged after removal of an IV piggy back causing tpn to flow freely from the tubing set. The nurse capped the port with a dual cap to prevent fluid from leaking from the site. The patient required a full tubing change the next morning with a new line placed within 10 hours of the event occurring. Although there was no reported harm to the patient, a sepsis workup was in progress on (B)(6) 2018 with blood cultures pending. It was later reported that the patient did not develop sepsis.

Manufacturer narrative:
The customer¿s report that the smartsite valve closest to the patient remained engaged after removal of an IV piggy back was confirmed. Visual inspection of the set showed that the distal smartsite was received with the blue piston engaged, and a white cloudiness within the body of the middle smartsite. The white cloudiness is evidence of excessive use of alcohol for disinfection as it ingressed into the body of the valve. The rest of the set had traces of dried white medication on the outside. Functional and pressure testing resulted in no leaking or pump alarms. The distal smartsite remained engaged after disconnecting the lab syringe. The root cause is excessive use of alcohol for disinfection resulting in the smartsite¿s temporary inability to function properly.

Event description:
The customer reported that during infusions of tpn d 8.5 at a rate of 2.4ml/hour, il at 0.1ml/hour and a carrier fluid of ns 0.45% at 0.2ml/hour, the smartsite¿ access valve closest to the patient remained engaged after removal of an IV piggy back. This caused the tpn to flow freely from the tubing set. The nurse capped the port with a dual cap to prevent fluid from leaking from the site. The patient required a full tubing change the next morning with a new line placed within 10 hours of the event occurring. Although there was no reported harm to the patient, a sepsis workup was in progress on (B)(6) 2018 with blood cultures pending. It was later reported that the patient did not develop sepsis.